Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v477185, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had worsening or exacerbation of a preexisting condition of depression. The patient symptoms were reported as drinking more than usual to manage depression, poor sleep, poor appetite, and nervousness and tremulous after binge drinking. The patient was hospitalized for five days and intervention included ativan 1-2 mg prn ivp, tylenol #3 for withdrawal pain, and dextrose IV from withdrawal. The patient outcome was reported as ongoing event. Additional information received reported patient symptoms as depressed and thoughts of suicidal ideations. Intervention was noted as behavioral health assessment and counseling.